Manufacturer narrative:
The customer replaced flow sensor assembly, due to the o2 being out of range, which resolved the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that while performing preventative maintenance, it was observed that the device was not meeting the measurement requirements for o2. The device is failing at 60% and 100%, reading low for both. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse troubleshot with the customer and provided steps to 1. Verify that the o2 supply pressure remains within 40 to 87 psig throughout the test. 2. Verify that the test o2 monitor is calibrated. 3. Verify that the external o2 sensor is oriented with cable connector on top. 4. Replace the external o2 sensor and retest. 5. Perform the o2 flow sensor zero calibration (software version 3.10 or later). 6. Replace the flow sensor assembly. 7. Replace the o2 solenoid valve. The rse provided the customer with both parts' ID for the flow sensor assembly and the o2 solenoid valve. Resolution and disposition are pending - investigation is ongoing.